Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen cracked; customer did not know cause. Pump remained functional and customer continued to use it for insulin therapy. Blood glucose was 110 mg/dl.